Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that, as far as he is aware, no x-ray was taken. The cause of the fasciculation remains unknown. An attempt at reprogramming was made but this didn't change anything.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the twitching issue began while the patient was on holiday in (B)(6) 2016. The patient was to undergo an x-ray prior to (B)(6) 2017 in an attempt to further troubleshoot the issue.

Manufacturer narrative:
Product ID: 977a290, lot# unknown, product type: lead.

Event description:
A healthcare professional (hcp) reported the patient was having some ¿problems¿ with her stimulator. It was further reported the patient was ¿experiencing fasciculation even when the device was turned off.¿ it was stated the ¿twitch appeared to be along the lead between the entry site and the implantable neurostimulator (ins) which was implanted in her abdomen.¿ the issue had reportedly started four days after the patient was ¿wanded¿ while going through airport security. The patient¿s system was working at the time of report and she felt the sensation in her foot. Despite this, the patient did ¿think that it was more intermittent than usual.¿ impedance testing was performed and found a therapy impedance of 960 ohms. It was noted the patient¿s indication for use was the treatment of complex regional pain syndrome (crps) of her left foot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.